Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the 4 way manifold had a major leak. Additional malfunctions include the heat exchanger was clogged, the f-tube was clogged, the pvc tubes were clogged, the tie wraps were leaking, and the hose clamps were leaking.